Event description:
The customer's spouse reported via phone call that the customer was hospitalized with low blood glucose on 04/15/2015. The spouse reported the customer had a seizure as a result of their low blood glucose. The spouse stated the paramedics were called, leading the customer to be admitted into the intensive care unit. Customer's blood glucose was 20 mg/dl at the time of incident. The cause of the customer's low blood glucose was unknown. The spouse also reported half of the top of the reservoir compartment was missing. It was also found the insulin pump had been dropped when the spouse found the customer. The spouse declined to troubleshoot for the customer's low blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while the insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners. The insulin pump was received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. The insulin pump was received with minor scratched lcd window.